Event description:
A customer contacted baxter to report that the patient connector separated from the tubing. There was no patient injury or medical intervention. Per initial report, this was a separation of transfer set itself. No other product was related.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and a lot number is unknown, therefore no evaluation or batch review could be performed. A follow-up report will be filed should any significant supplemental information become available a 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.